Event description:
It was reported that back in march, they met in the intermediate intensive care unit (iicu) regarding inaccurate readings with our indwelling catheter temperature sensors . At that meeting, bd person was going to follow up by sending new cords that they had on hand and to provide sample 3-way statlocks. They also took photos of kinks in the cord . Over the weekend, they had another incident in which a patient was in a bair hugger and the foley temperature reading was between 96.8 - 97.2 and the oral temp was 98.5 . The nurse made sure the foley was properly placed in the statlock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that back in march, they met in the intermediate intensive care unit (iicu) regarding inaccurate readings with our indwelling catheter temperature sensors . At that meeting, bd person was going to follow up by sending new cords that they had on hand and to provide sample 3-way statlocks. They also took photos of kinks in the cord . Over the weekend, they had another incident in which a patient was in a bair hugger and the foley temperature reading was between 96.8 - 97.2 and the oral temp was 98.5 . The nurse made sure the foley was properly placed in the statlock.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used egg shell foley catheter was returned connected to the drainage bag, without the original packaging. No kinks or other deformities were observed to be present in the catheter. Although a specific root cause cannot be determined a potential root cause for this event could be, "inadequate thermistor lumen design (wall thickness design to small)". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." "Visually inspect the product for any imperfections or surface deterioration prior to use." "Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2ºc at 37ºc." "As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.